Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient couldn't get the recharger to charge the stimulator. It was like the recharger couldn't find where the implant was. It connected like it was charging for a second and then it started beeping like it couldn't find the stimulator. The recharging problem started in (B)(6) 2022. The patient was able to recharge fine prior. They said the shocking feeling they felt started when they started having charging issues. The patient reported a 1707/coupling issues error. The patient reported a shocking sensation while they were recharging. The patient clarified saying it feels like a little bit of current, and is present right away. The following troubleshooting steps were performed: reset the handset, dismissed code 1707, located the ins by looking for incision and/or palpating the ins, patient said they couldn't really feel the stimulator, they go by the scar, repositioned the recharger, moved the charger away from the lead, applied comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, confirmed communicator is off while using the recharger, used recharger over a thin layer of clothing, used the belt. The patient said they did not have any falls or accidents. They said the stimulator doesn't feel any different than before when it worked. The issue was not resolved through troubleshooting. Patient said they contacted their doctor and they said to contact medtronic. Patient services told the patient we would send a replacement recharger and if that doesn't resolve the issue they will need to have the representative come to the doctor's office.